Event description:
It was reported that the patient underwent an ipg explant and replacement. The issue has since been reportedly resolved by the ipg replacement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. Surgical intervention may be undertaken to address the issue.